Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2004. Subsequently, the patient was revised on (B)(6), 2011, due to chronic synovitis, metallosis, and an abductor tear causing pain. The modular head and femoral cup were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". This is MDR two of two (1825034-2011-00730 through 00731) for this event. This report submitted (B)(4), 2011.